Event description:
Customer reportedly obtained results of 31mg/dl and 120mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.